Manufacturer narrative:
The batteries on the device were replaced and tested. The device took a scan and updated the time but the scan was not uploaded to the cloud. The device is in progress of being updated. Upon testing of other devices with the same issue, a malfunction was identified that prevented the device from turning on when the batteries were low even though the required voltage to turn the device on was met.

Event description:
The patient reports that the device turns on and turns off after a few seconds despite changing batteries. The patient had no adverse event or reaction from this problem.